Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/5/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but unavailable: please provide lot number. Please clarify if the needle broken, suture broken or the suture pull of the needle do you have any pictures of the device? There was unfortunately no other information provided by the reporter of this event nor was there a picture of the device prior to it being disposed of. Please refer the source document. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Please see attached: user facility medwatch form # (B)(4).

Event description:
It was reported that a patient underwent a sigmoid colectomy procedure on (B)(6) 2024 and suture was used. During robotic sigmoid colectomy procedure, the tech discovered that part of the upper needle driver insert was not fully intact and had a chip missing out of it. There was no patient consequence was reported. The device was not available for return. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/23/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h10 - report # (B)(4).